Event description:
It was reported that during a one month post implant follow- up, the unipolar lead impedance was 250 ohms. There were several segms that displayed noise on the atrial lead. The noise was not clearly reproduced with arm exercises and isometrics. The device was programmed to unipolar pace and monitoring will continue.